Event description:
Stimulator started coming on by itself causing burning sensation also electrical shock across back and also down left leg past calf muscle, come on even after being shut off for over two months. No tests could get any doctors to look at or remove device, not even (B)(6) who installed it.